Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck on cfn admin screen after software update. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at cfnadmin screen. The technical support specialist (tss) addressed an issue where a station was left on the cfnadmin profile and locked after prolonged inactivity. The application was configured for auto-launch on the cfnapp profile, and the station was rebooted. After reboot, the application launched successfully, allowing the customer to log in without issues. The customer granted permission to close the case. The system functioned as intended after the technical support specialist troubleshooted the device.